Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6. The device was returned to olympus for inspection. There was no allegation of a device malfunction. The customer reported event is a medical issue and olympus was not able to confirm any failure that caused the reported incident on the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was recevied from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy under sedation, massive bleeding occurred when selecting one of the cutting modes for removal of a colon polyp. The patient was taken to the ICU.